Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple low creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer of which 2 results were reported outside of the laboratory. The samples were rerun on a different instrument and higher results were obtained. The original results were all "<0.1mg/dl" and upon rerun the results were in the range of 0.71-2.92mg/dl. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. A field service engineer (fse) went on-site and found a leak in the old style pump and replaced it with a newer syringe pump.